Event description:
It was reported that the patient presented in clinic for routine follow-up. The left ventricular lead exhibited loss of capture. An x-ray revealed the lead dislodged and the physician suspected the patient had twiddler's syndrome. The lead was successfully explanted and replaced on (B)(6) 2015. The patient was stable post procedure.

Manufacturer narrative:
UDI (di): (B)(4).